Manufacturer narrative:
There is no evidence of a device malfunction. The alarm attributed to possible clotting of the filter and blood lost due to a line not being fully occluded by the clamp after flushing the post filter cap. The second blood loss was attributed to the operator not performing rinseback due to issues with their catheter. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Venous arterial pressure alarms occurred during two consecutive routine hemodialysis treatments which could not be resolved by the operator. An estimated blood loss of 40 cc was reported to occur when a line was not fully occluded by the clamp after flushing the post filter cap. The second treatment was discontinued without performing rinseback due to catheter issues, resulting an another 50cc blood loss. The pt's hb on (B)(6) 2012 was 9.9 g/dl and decreased to 6.8 g/dl on (B)(6) 2012. The decrease is attributed to previous bleeding of the pt's graft. The pt was adverse to go to the ed for a transfusion on (B)(6) 2012 prior to the blood loss events. On (B)(6) 2012 the pt did receive a transfusion (actual number of units transfused not provided). No other medical intervention was required.